Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Unit was monitored 24 hours and no heating up. Pump passed the self test, active current measurement and displacement test. However, pump received with a high sleep current measurement. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was without spec range. Also, found in the pump history multiple failed batt test alarms on 05/24/2023 17:22:21, 05/24/2023 17:31:43, 05/24/2023 17:33:36, 05/24/2023 17:33:45. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/pcab2 and battery tube during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had corroded battery tube, scratched case, stained keypad overlay. No overheated during testing. However, pump received with high sleep current measurement, failed batt test alarms in the pump history file due to moisture damage electronic assembly and scratched case confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump was overheating and was getting a specific chemical-like smell. Troubleshooting was performed and found that the pump continued to be hot/warm/overheated after the previous troubleshooting was completed. Customer inspected the battery compartment for damage and found a leaked chemical. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump and revert to a backup plan as per health care provider instructions. The insulin pump was returned for analysis.